Event description:
Elevated power consumption noted at routine follow-up. Ram dump was performed which will be reviewed. All other values are appropriate. All available information suggests this device remains actively implanted at this time.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 28 charging cycles was documented. The memory content of the device was inspected. The eos battery status was activated on (B)(6) 2014, one month after the reported date of explant. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified, however the ability of the device to deliver defibrillation shocks was found compromised, indicating a fully depleted battery. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that an integrated circuit of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was implanted for 64 months. A damaged integrated circuit on the electronic module was identified which led to an increased current consumption and thereby contributed to the clinical observation. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. All therapy functions of the ICD were available while implanted and in service.